Manufacturer narrative:
Integra has completed their internal investigation on july 6, 2016. The black plastic sleeve of the scissors is broken on its proximal side. The fragment was not returned. The white microfrance etching is partially erased. No nonconformity for this lot. No complaint for this lot. This scissors sleeve broke when the surgeon removed the instrument from the trocar. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. We recommend to use last generation of cev649-5b tubes, which have a bulge on its distal part, avoiding the sleeve get stuck. Considering damages on the plastic part , we can assume the scissors were used after first breakage. The IFU nt060 provided with the device recommends "to ensure proper functioning of dismantable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".

Event description:
It was reported that the plastic part of the scissors insert broke when passing in the trocar. Although the device broke while it was in use, patient was not injured. No more information available.

Manufacturer narrative:
Report 2 of 3: different patients, same failure. Other mfg reports numbers: 2523190-2016-00114 - 2523190-2016-00127 additional information received on july, 20, 2016: device was used during a cholecystectomy.